Event description:
It was reported that son was unconscious and has been experiencing low bg's for the past 3-4 days. Son was hospitalized for 4 hours and released. He was treated with emergency medicine and orange juice. The customer is no longer on the pump and is being managed with syringe shots and bg are good.

Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a f/u report will be submitted.